Event description:
On 5/6/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 5/12/1998 the pt presented to her physician for intermittent claudication. An ateriogram was performed which confirmed the occlusion in the common femoral artery; thrombolysis (urokinase) was attempted without success. On 5/13/1998 the pt was taken to surgery where collagen was found to have been deployed within the distal common femoral artery and organizing clot proximally in the common femoral and distally down into the origin of the superficial femoral artery. The device was removed, patch angioplasty performed, and flow restored. The operative notes identified the presence of atheromatous disease in the common femoral artery. The pt reportedly tolerated the procedure well with restoration of her distal pulses. Follow-up with the physician on 6/11/1998 confirmed that the pt was doing well without further sequelae.